Event description:
Patient fell from the table during surgical procedure. Table tilted deep trendelenburg to low position and head of bed 17 inches from the floor. Patient slipped from under thigh security belt onto the floor. Investigation ongoing as to if bed had any malfunction issues. Questioning new padding as more slippery less resistance with sheet and patient on bed. Noted one pad had no velcro on contact side of bed. Diagnosis or reason for use: surgery. Event abated after use stopped or dose reduced?: yes.